Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted without issues. However, while steering, interaction with the patient anatomy occurred, and while grasping the leaflets, it was observed that the anterior gripper was no longer functioning as intended. Troubleshooting was performed, and the issue was resolved. The clip was implanted. Two clips were then implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and without the device to analyze, a cause for the reported single gripper actuation issue could not be determined. Additionally, a cause for the reported difficult or delayed positioning associated with clip interacting with the anatomy cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted without issues. However, while steering, interaction with the patient anatomy occurred, and while grasping the leaflets, it was observed that the anterior gripper was no longer functioning as intended. Troubleshooting was performed, and the issue was resolved. The clip was implanted. Two clips were then implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.